Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain indications. A manufacturer representative reported an impedance issue during a patient troubleshooting session. Patient reports an our of regulation message for controller (settings not available) the past month or two. Manufacturer representative reported most impedance measurements are out of range >40,000 ohms, except 4 & 5 sometimes measure normal. Manufacturer representative reported changes in measurements when palpating the ins. The ins is fairly superficial but one end may be slightly tilted up. Discussed x-ray to get a better understanding prior to revision. Per manufacturer representative, the patient does not want another lead replacement but would be ok for a pocket revision. Patient reports no falls or trauma, but then caller indicated the patient is pretty active (works out) and told managing hcp she doesn't think she is over-doing it.

Event description:
Additional information was received from rep responding to follow up questions, apart from seeing the settings not available message and the high impedance the patient no longer was able to use stimulator at therapeutic levels so her pain worsened. X-rays we¿re not taken by the provider. Steps taken to help resolve the issue was a pocket revision that is planned but not yet scheduled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.